Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 01-sep-2025, it was reported that a beta bionics ilet user¿s device failed to power on after being placed on the charging pad. The user was advised to revert to backup therapy, and a replacement device and charging pad were arranged. There was no report of end-user harm or adverse event associated with this case.